Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6)2017.patient reported inaccurate cgm values on (B)(6)2017. Data was provided and shows cgm read 44 mg/dl and fs read 125 mg/dl at 9:55am on (B)(6)2017. Inaccuracy is 64.80% with a point difference of 81. The complaint of inaccurate readings confirmed. A root cause could not be determinded

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.